Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a hysterectomy in 2010. The patient reportedly experienced pain, infection, vaginal scarring, urinary and bowel problems, and erosion of her internal bodily tissue post-operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.